Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The the image pc failed to power up and malware scan cannot be completed on the image pc. The imaging pc was missing the cmos battery on the mother pca board.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. Before the procedure, the physician found the screen of the ilab did not light up and the problem still existed after restarting. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. No further information obtained.

Event description:
It was reported that a cancelled procedure occurred. An ilab ultrasound imaging system was selected for use. Before the procedure, the physician found the screen of the ilab did not light up and the problem still existed after restarting. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. No further information obtained.